Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared an audible alert when the pump volume settings were set to vibrate. The customer declined to perform troubleshooting and ended the call. There was no reported impact to the customer's blood glucose level.